Event description:
Reportable based on analysis completed (B)(6) 2012. It was reported that during a peripheral cyroplasty treatment procedure the balloon catheter could not be advanced through the introducer sheath. The target lesion was located in the right popliteal artery. The .035, 5x150x120 polarcath balloon catheter could not be advanced through a 6f unspecified introducer sheath. To complete the procedure, percutaneous transluminal angioplasty was performed utilizing a 5x150 charger balloon with good results. No patient complications were reported and the patient's status is listed as fine. However, product analysis revealed a balloon pinhole.

Manufacturer narrative:
(B)(4). The polarcath balloon catheter was received for analysis. Visual analysis revealed a damaged/kinked section approximately 5.0 cm in length located 8.5 cm to 13.5 cm from the distal tip of the catheter. The balloon was in a semicircular shape and the damaged section appeared wrinkled. There were no other kinks noted on the catheter shaft. Dry blood was observed to be present on the catheter. The outer balloon met physical specifications as there was no excess material that would make it larger than specified. Function analysis was conducted by threading the balloon catheter with two guide wires; one from each end. The first guide wire was inserted through the distal tip however; insertion was stopped at the location of the kink. The second guide wire was threaded from the guide wire luer end. This second guide wire was also stopped at the kinked section of the balloon. To continue functional analysis, the polarcath balloon catheter was connected to a lab inflation unit. After inserting the nitrous cylinder, the inflation unit went into fast flashing check cath light mode and the error code - checks thermistor ohm was recorded. The balloon catheter was next pressurized with house air at 20 psi. A pinhole leak was observed at approximately 3.5 cm from the distal tip. The outer balloon was removed and the inner balloon was pressurized. A small hole was visually identified at approximately 13 cm from distal tip. However, the inner balloon was found to intact underneath the first pin hole. The inner balloon was then also removed. In the damaged/kinked/wrinkled section of the device the thermocouple wire was found to be broken in four different locations, approximately 10.0 cm, 10.8 cm, 12.2 cm and 12.7 cm, respectively from the distal tip. The guide wire lumen and gas delivery line was damaged in this section as well. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).